Manufacturer narrative:
The complaint received states that there were two patient that had aneurysm rebleed after orbit galaxy coil embolization. . An article was found during a literature search: koltz mt et al in ¿short-term outcome for saccular cerebral aneurysm treated with the orbit galaxy detachable coil system¿; doi: jocn10.1016/2013.08.004. The article reported that two patients developed rebleed after orbit galaxy coil embolization. Both patients had undergone secondary coil placement. No further information was obtained although multiple attempts were made. The lot numbers of the orbit coils that were reported for the events are not known; therefore, device history record reviews cannot be completed. Aneurysm/vessel characteristics including shape, size, location and wide neck and percentage of the aneurysm occupied by coils are factors that may have contributed to stronger hemodynamic stress due to flow changes post procedure. These flow changes into the aneurysm with known vessel wall weakness may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
Aneurysm rebleed after orbit galaxy coil embolization kiltz, michael t, et. Al "short-term outcome for saccular cerebral aneurysm treated with the orbit galaxy detachable coil system" j clin neurosci 2013.08.004. Reported two patients developed rebleed after orbit galaxy coil embolization. Both patients had undergone secondary coil placement.